Event description:
It was reported that during a hardware removal of an antegra plate (competitor hardware). The tip of the small screwdriver blade broke inside the handle with mini quick coupling. Another set of devices were used to complete the procedure. The two devices remained stuck together.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information. In review of the DHR for subject part/lot numbers, there are no adverse quality observations documented in the file. The finding for this complaint is indeterminate from a manufacturing standpoint. The device was received, however, no evaluation is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The tip of the coupling on the screwdriver blade is broken and is still inside the handle. The stardrive tips of the screwdriver are slightly twisted and the base of the coupling on the shaft is twisted with the edge deformed in the direction of loosening. This indicates that a considerable amount of torque was applied to the device when removing the hardware and the fracture plane is consistent with torsional failure. Since the hardware being removed was a competitive product which was not returned, the fit in the screw recess cannot be determined. This blade has been available since 1998, the material is x15 which has been proven to be an acceptable material for these types of instruments, and there are no other complaints in the 2 year history. Therefore there are no indications of any manufacturing or design related issues with the screwdriver blade. The broken piece was removed from the handle and the handle functions acceptably. As the review of the device history record revealed no complaint-related anomalies and as there are no indications of any manufacturing or design related issues with the returned devices this complaint is deemed invalid. (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).